Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older (B)(4). Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as: 2134265-2016-07846. It was reported that the burr became stuck on the rotawire and rotawire fracture occurred. The target lesion was located in the severely calcified mid of left anterior descending artery (lad). A 1.25mm rotalink plus and a 330cm rotawire for treatment. During procedure, upon first ablation, the physician noted that the burr was unable to be removed from the wire. Then the burr and the wire were removed together from the patient's body. The physician attempted to remove the rotawire from the burr outside the patient's body and it was noted that the rotawire broke. The procedure was completed with another of the same burr and rotawire. No patient complications reported and the patient's status was good.